Event description:
Report received from united states indicating that the cutter cannot be removed from the device. It is known the device was used in surgery and there was no injury or medical intervention. It is unk if a delay occurred during the surgical procedure. The date of the event is unk. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).